Event description:
Rptr indicated that the pt had generator replaced due to normal end of service. Following implant, system diagnostics were done and device and pt were fine. Pt was then immediately set to output current 0.75 ma and there were no issues. Ten to 15 mins later the patient experienced asystole (while still in the operating room). Pt was given atropine and the generator was set to 0 ma. While in recovery, the device was turned on again. Pt was fine at 0.25 ma and 0.5 ma. Once they reach 0.75 ma, pt started having bradycardia issues so device was turned off. Approx 4 hours later, the pt was rechallenged with stimulation at 0.25 ma. Pt immediately experienced bradycardia with the heartrate dropping to 37 bpm. The device was turned off. Pt was then admitted to picu for observation. X-rays were taken and reviewed by manufacturer and anomalies were noted. The next day, the pt was again challenged with stimulation of up to 0.50 ma and no heartrate irregularities occurred. Per the surgeon, the anesthesia delivered to pt during surgery (a rubinol combination ) is likely the cause of the heartrate problems and it is not related to vns. Rubinol has a long lasting effect that may wear off in recovery and may cause changes in heartrate. Per the physician, patient is doing fine since surgery and it is still believed that the anesthesia caused the events.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no anomalies observed.